Event description:
The lay user/patient contacted lifescan alleging the meter alternately displays only the hourglass and pc. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
A customer's mother reported on (B)(6)2010, she got a reading of 71 mg/dl on their freestyle freedom meter when she tried to test customer's blood sugar as her daughter was seizing. The paramedics were called and upon arrival obtained a reading of 33 mg/dl within 10 minutes. The paramedics treated customer on the scene with glucose gel and did not further transport her to a health care facility. There was no report of death or permanent impairment associated with this medical event.